Event description:
Physician did upper extremity angiogram of left arm from shoulder to fingers. He discovered significant amount of clot in artery running over elbow. He entered femoral artery and put up 45cm 6f. Sheath with .014 300 cm stiff wire. Once wire crossed clot, the physician advanced a properly prepped 2.0 mm x-sizer (w/o any resistance) just proximal to area of clot. The rt pushed the hand piece button, the device started to rotate, and the physician very slowly started to advance the catheter head. After 20cc of blood /clot came back into the bottle, the cutting head continued to rotate w/o alarm but the flow of blood/clot showed, then completely stopped, coming back into the bottle. The physician then tried pulling the device backwards and "dottering" to no avail. Physician took the device out of the pt, re-prepped it using our 2nd vacuum bottle and, still no flow back occurred. The physician took the device out of the pt and tried to run it in saline to no avail. Physician then set up overnight tpa.